Event description:
It was reported that the attempted left ventricular (lv) lead dislodged while slitting the sheath. The lead was removed. The patient subsequently experienced acute left heart failure for which they received oxygen and medication to resolve. No further lv implant attempts were made. No further patient complications have been reported as a result of this event.